Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer changed the pump supplies, and declined troubleshooting with tandem technical support. There was no reported impact to customer's blood glucose level.